Event description:
Attorney alleges plaintiff received implants on 11/17/83. Attorney also alleges, "commencing in 1986, the client began to have difficulities with arthritis like symptoms in her fingers and shoulders. She was eventually diagnosed with arthritis and attends a rheumatologist as well as her regular family dr for ongoing problems. As well, the plaintiff continues to have a great deal of difficulty during her menstrual cycle and becomes very ill during same. On or about 5/1/95 the client underwent surgery for bilateral reexplantation of the silicone implants. The left implant was found to have ruptured. The plaintiff claims that her injuries and physical condition have been caused by the mammary implants. The plaintiff claims that the said implants were defective, and that gel was allowed to enter her body, and in doing so, caused her irreparable damage."